Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had rebooted after being dropped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed two reboots that occurred on the reported event date. There was no damage found to the battery compartment or battery cap. The pump was exercised for 24 hours and no rebooting occurred during investigation. The pump was booted to the verify screen with the appropriate auditory and vibratory alarms. The pump was opened and no issues were found with the power circuit. The reported complaint was found in history but no duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.